Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a stent dislodgement occurred. The target lesion being treated was calcified located in the right coronary artery (rca). The physician was trying to deploy a 3.50x28mm taxus liberte stent to the lesion and the stent came off the delivery balloon and embolized. The physician went in with a non-bsc balloon and deployed the dislodged stent in the rca. The procedure was successfully completed with this device. Patient condition listed as "ok."